Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was observed to drop suddenly drop after being connected to a power source multiple times. Customer reported blood glucose level was 150 (mg/dl). Reportedly, the customer will continue to use the pump for insulin therapy and monitor the battery gauge.